Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
In pre-operative procedure, when "move to trajectory" and "start" were pressed the robot arm did not initialize. A green error screen was displayed and the rosa pc shutdown. The computer was restarted. Again upon pressing ¿start¿ to initialize robot arm a communication error occurred. The computer was restarted again and this resolved the issue.

Manufacturer narrative:
A review of the data log files from the subject event has been performed for investigation purposes. This indicated that the root cause for the two reported shutdowns is a software bug.